Event description:
Caller alleged discrepant inratio results. Results as follows: patient: 3; inratio: 2.8; hospital lab: 1.8. Time between testing: unk. No pt information was provided.

Manufacturer narrative:
Investigation pending.